Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges and that the cartridge was damaged at the patient line, interrupting insulin delivery. The customer changed pump supplies to address the issues. Customer¿s blood glucose level was 225 - 250 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm issue was verified, but the occlusion, cartridge damage issue could not be verified.